Event description:
An (B)(6) male pt underwent aaa repair on (B)(6) 2009. The pt's anatomical form was suitable for the endovascular repair. On (B)(6) 2011, CT angiography confirmed proximal type I endoleak and aneurysm expansion. On (B)(6) 2011, add'l treatment for proximal type I endoleak found on (B)(6) 2011 was conducted under general anesthesia. Two main body extensions were placed at proximal neck site (since the first extension was placed too low, another extension was added.) Another MFR's stent was mounted on a balloon and placed at the same position. Then, the type I endoleak was almost solved. Adding that, type ii endoleak from lumbar artery and inferior mesenteric artery was confirmed. With the confirmation of type ii endoleak, the physician judged that intrasac pressure was decreased, and the procedure was completed. The pt had a favorable outcome.

Manufacturer narrative:
Add'l surgical repair is not specifically labeled in the IFU. Endoleaks are labeled in the IFU. No product or images were returned to assist in the investigation at this time. The zenith device has completed design control requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. In regards to endoleaks, the IFU lists several warnings/precautions that, if followed, could prevent this failure mode from occurring or lessen the associated effects; anatomical criteria, anatomical conditions, proper ballooning sites, f/u guidelines. Initial repair performed (B)(6) 2009. CT on (B)(6) 2011 revealed a type ia endoleak. The endoleak was resolved (B)(6) 2011 with placement of two main body extensions. Difficult to establish causality based on the limited info that has been provided. The physician commented that possible aneurysm expansion and or migration contributed to the endoleak. We will notify the appropriate internal personnel of the event and continue to monitor for similar complaints. The risk associated with this failure mode was evaluated per quality engineering risk assessment (qera) and the risk associated with the failure mode will remain at an acceptable level with inclusion of the event. Risk mitigation is not required at this time.